Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dystonia symptoms of repeating head movements due to high impedances causing inadequate stimulation. The patient was admitted to the hospital. An assessment of the lead extensions on the right side of the head behind the ear revealed total damage as they were divided into two pieces 1 cm from where the lead and lead extension connect. The patient underwent a revision procedure where the lead extensions were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: null. Batch: null.

Manufacturer narrative:
Update to section h11 - updated device component information. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7083446. Product family: dbs-ipg-r. Upn: unk-p-dbs-ipg-r. Model: null. Serial: null. Batch: null. Visual inspection of the returned lead extension nm-3138-55 serial number (B)(6) revealed the body of the lead extension was separated from the lead extension connector. X-ray inspection revealed all cables were fractured after the weld in the lead extension connector. This type of damage typically occurs when excessive mechanical force is exerted onto the lead body and connector section of the lead extension. Visual inspection of the returned lead extension nm-3138-55 serial number (B)(6) revealed the body of the lead extension was separated from the lead extension connector. X-ray inspection revealed all cables were fractured after the weld in the lead extension connector. This type of damage typically occurs when excessive mechanical force is exerted onto the lead body and connector section of the lead extension. The ipg was not returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, failure or malfunction of any of the device components or battery including but not limited to lead or extension breakage can cause loss of adequate stimulation and motor problems such as tremor, dystonia, or dyskinesias wherein requiring an explant or reimplantation and are known risks with the use of deep brain stimulation (dbs).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dystonia symptoms of repeating head movements due to high impedances causing inadequate stimulation. The patient was admitted to the hospital. An assessment of the lead extensions on the right side of the head behind the ear revealed total damage as they were divided into two pieces 1 cm from where the lead and lead extension connect. The patient underwent a revision procedure where the lead extensions were replaced. Additional information was received that the implantable pulse generator (ipg) was also repositioned from the abdominal area to the pectoral area for an unknown reason.